Manufacturer narrative:
Investigation summary: received one (1) used 011-ch2000s-pc spinning spiros connected to one (1) used list# unknown elastomeric pump for inspection. No defects or anomalies noted. A female luer was connected to the spiros. Fluid from inside the elastomeric pump had flowed through the set and spiros over time. The reported complaint was unable to be replicated or confirmed. The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
A spinning spiros¿ closed male luer, purple cap that was placed at the end of the elastomer with 5-fluorouracil reportedly failed to administer. This was identified after 48 hours when the patient went to her primary care center. She was sent back to the hospital, and upon arrival, it was unclear whether the spiros had been manipulated, but it was screwed on and was functioning. There was a non-ICU medical product involved on the event, a baxter with list number and lot number unknown. The elastomer had 5-fluorouracil, 96 ml diluted in 0.9% sodium chloride, and should be administered over 48 hours. There was a delay in therapy; however, there was no patient harm or adverse event as result of this event.